Event description:
A hospital representative reported that following surgery, a pt developed endophthalmitis. Additional info has been requested.

Manufacturer narrative:
A sample has been received for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).